Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mpu¿s power lead connector being damaged, was inconclusive (not determined) as no product was evaluated. The extent of the connector damage was not known. Multiple requests for additional event information and the return of the unit for evaluation were sent to the customer; the mpu was not returned and no additional event information was received. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook (rev g p.3-4) and the heartmate 3 lvas instructions for use (IFU) (rev g p.3-32). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.3-6) and the heartmate 3 lvas IFU (p.3-33 and p.3-34). The heartmate 3 lvas patient handbook (rev g) states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.". The mpu assembly (pn 108285) was made in jul 2018. The unit was packaged and placed into stock on aug 8, 2020. The unit was sent to the customer on dec 19, 2018. The unit had no previous services. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient arrived to hospital for routine visit. While connecting to the monitor, healthcare professional saw that the controller's backup battery was in use 14 times. Patient claimed there were proper transitions between batteries and mpu (mobile power unit), but a deformation in black connector's screwing of the mpu which avoided the full insertion of controller's cable.